Event description:
Additional information was received from the hcp (healthcare professional) and it was reported that the patient recovered without is sue and was getting great therapy.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4) ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿gear train anomaly ¿ stall due to shaft/bearing¿. There was moisture and corrosion on the top side of gear wheel three. The lower shaft of the rotor magnet showed shaft wear. (B)(4).

Event description:
It was reported that the pump logs showed that the pump stalled on (B)(6) 2014; there was a tube set message on (B)(6) 2014; and then a motor stall recovery on (B)(6) 2014. The pump stalled again on (B)(6) 2014; there was a tube set message on (B)(6) 2014; and then a motor stall recovery on (B)(6) 2014. The pump stalled again on (B)(6) 2014 and there was a tube set message on (B)(6) 2014; the stall did not recover. The pump was alarming. The patient was seen on (B)(6) 2014 and the physician planned to refill the pump. The patient had a seizure/acute withdrawal and was admitted to the hospital ICU (intensive care unit). The patient was transferred to the medical floor on (B)(6) 2014. The patient was on a vent and was having the pump replaced (B)(6) 2014. The patient would return to the ICU after the pump replacement. The device system was delivering lioresal. It was later reported that the pump was replaced. It was later reported that the exact symptoms of withdrawal were unknown. The cause of the stall was unknown. As far as this reporter knew, as of (B)(6) 2014, the patient was doing fine with her new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.